Manufacturer narrative:
Failure analysis is pending; additional information will be submitted once the field service report is received.

Event description:
It was reported that the dual trigger rotary was heating up during use. There was no patient involvement and no adverse consequences as a result of this event.